Manufacturer narrative:
This report is being supplemented to provide additional information based on follow-up with the user facility, the customer completed cleaning disinfection and sterilization checklist (cds), results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Additional information was received from the user where the user deviated from the instructions for use (IFU). The subject device was used for 7 patients after sampling until quarantine. Six additional complaints with the patient identifiers listed below were created to address the issue: (B)(6). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The user provided the following result of the culture test, performed at the third-party labs. <1st test> sampling date: sep 14, 2023 sampling from: unspecified cfu: 10-100cfu bacterial identification: pseudomonas species sampling from: unspecified cfu: 10-100cfu bacterial identification: gncb (gram negative cocco bacilli) <2nd test> sampling date: sep 25, 2023 sampling from: unspecified cfu: 1-10cfu/0.1ml bacterial identification: pseudomonas aeruginosa sampling from: unspecified cfu: 1-10cfu/0.1ml bacterial identification: klebsiella pneumoniae sampling from: unspecified cfu: 1-10cfu/0.1ml bacterial identification: enterococcus faecalis the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - adhesive on bending section rubber has a chip - universal cord has buckling - scope connection cover is deformed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. The issue occurred during reprocessing. There was growth of various microbes from the scope washings. The scope was reprocessed, but there were still microbes in the scope washings that were collected. There were also a few molding marks and grooves so the customer indicated the scope should be checked for internal damage. There was no reported patient harm or impact due to this event.